Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Correction: h6 (annex g). Investigation ¿ evaluation: it was reported, during hepatobiliary surgery, when the package of an ncircle tipless stone extractor was opened it was discovered that one of the basket wires was broken. The issue was discovered prior to patient contact and the device was not used on the patient. Another same type device was used to complete the procedure. A photo was provided that appears to show one of the basket wires pulled free from the basket cannula. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), specifications, quality control procedures, manufacturing instructions (mi), and instructions for use (IFU), as well as a visual inspection of the returned device, were conducted during the investigation. One device was returned in an open package with label. The returned device was examined and showed a basket wire separated from the distal cannula. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record showed no discrepancies related to the reported failure mode. A review of complaint history records showed no complaints associated with the complaint device lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The IFU packaged with the device contains the following in relation to the reported failure mode: the device is conductive. Avoid contact with any electrified instruments. Do not use excessive force to manipulate this device. Damage to the device may occur. Based on the information provided, inspection of the returned device, and the results of the investigation, the cause for the issue could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute toa death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. G4 ¿ PMA/510(k) #: exempt h3 - device evaluation anticipated but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported, during hepatobiliary surgery, when the package of an ncircle tipless stone extractor was opened it was discovered that one of the basket wires was broken. The issue was discovered prior to patient contact and the device was not used on the patient. Another same type device was used to complete the procedure. A photo was provided that appears to show one of the basket wires pulled free from the basket cannula. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.